Event description:
It was reported that the device presented with an alert indicating backup vvi mode with no available defibrillation therapies. The device has not been replaced, due to patient's mental health condition. The physician will monitor the patient and schedule the procedure when appropriate.

Manufacturer narrative:
No medwatch form was received.